Event description:
Patient reported right side "slow leak", deflation. Healthcare professional later reported deflation confirmed by mammogram. Device remains implanted.

Event description:
Patient reported "slow leak", deflation. This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Device has been explanted and replaced with abbvie device.

Event description:
Patient reported "slow leak", deflation. This record is for the right side. Device has been explanted and replaced with abbvie device.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: deflation: delamination of the diaphragm valve assessed as adhesive failure. Deflation: observed opening device assessed as surgical damage. As per the investigation procedure crease, wear abrasion was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.